Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon examination, the button was observed to be completed depressed with the needle only partially retracted and damage was observed to the grip. The needle was reassembled into the outer position, the button was depressed, and the needle only partially retracted. The needle stopped where the hub met the damaged grip within the barrel. This defect was determined to have occurred during the manufacturing process. The plug probe and load barrel stations have the ability to become misaligned and produce the type of damage observed. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Investigation conclusion: relationship of device to the reported incident: manufacturing ¿ the cause of the retraction failure reported in this pir was damage to the grip. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. A quality improvement project was completed to minimize damage to the grip at the plug load station. The gathering plates at the plug load station have been modified to minimize the chance of damaging the grips.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle retraction feature of the bd insyte¿ autoguard¿ bc shielded IV catheter failed. There was no report of injury or medical intervention.